Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found cracked bosses of the top cover. Functional testing of the platform was performed and no issues were observed. A review of the platform archive was performed and showed that the platform was not used on the reported incident date of (B)(6) 2013, but on (B)(6) 2013. Multiple user advisories (uas) such as ua44 (battery voltage too low during compression (replace battery)), ua13 (battery fault detected (replace battery)), ua2 (compression tracking error) ua 45 (not at "home" position after power-on/restart) as well as a warning 1 (low battery warning), all occurred on (B)(6) 2013. The user advisories ua 2 and ua 45 are unrelated to the reported event. A review of the archive was performed to assess the customer's battery management practices. Review of the archive shows that the customer was not properly maintaining their batteries. On the date of the incident, 3 batteries were used (s/n numbers (B)(4)) and the only battery which was fully charged before use was s/n (B)(4). The top cover, and clutch plate were both replaced. The replacement of the top cover remedied the reported complaint that the screw holes on the top cover being cracked. The system underwent and meets all test criteria. In conclusion, the customer's reported complaint was confirmed through review of the platforms archives. The returned platform successfully performed the run-in test with a (B)(4) patient test fixture with zoll testing batteries for several hours with no faults or errors, suggesting that the batteries used during the reported complaint may have contributed to the customer experiencing low run time.

Event description:
It was initially reported that during a demonstration, the autopulse® platform needed 3 batteries for 30 minutes of use. Zoll (B)(6) confirmed that the platform could operate for 30 minutes with a mannequin and loaner battery. It was also noted that some screw holes of the top cover had a crack. No patient involvement and no other problems were reported. Manufacturer determined that this event was not a reportable malfunction as the platform ran for 30 minutes as intended and there were no reports of patient/user safety issues. The autopulse platform was subsequently returned to the manufacturer for investigation. Upon review of the archive data, it was observed that multiple user advisories (uas): ua44 (battery voltage too low during compression), warning 1 (low battery warning), ua13 (battery fault detected), ua2 (compression tracking error) and ua 45 (not at "home" position after power-on/restart) messages occurred on (B)(6) 2013, rather than on the reported event date of (B)(6) 2013. A review of the archive shows that no sessions occurred on the reported event date. Although the customer did not report these user advisories, these are considered to be reportable malfunctions.